Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s programmer changed from program 1 to program 4 on its own. The patient stated they did not know how it did that because they did not even know how to change programs. The patient reported that they tried to turn the stimulation to 0.4v, but that ¿should not affect the program¿. The patient confirmed they used the ¿more¿ button because they had their setting at 0.3v and changed to 0.4v, and confirmed they did not change it on accident because they didn¿t know how to. The patient noted they had their programmer in their purse and maybe something got bumped, but they did not know because the programmer was blank. The patient synced and confirmed they were on 0.1v because they changed to 0.1v the night before due to having so much diarrhea the last two days. The patient thought maybe it was because it changed the programs and thought they would put it to 0.1v so they did not have so many symptoms. The patient stated it was on program 4 and they didn¿t know, changing to 0.1v helped with their diarrhea symptoms so far and noted taking imodium too. The patient confirmed the implant was on, and on program 4. The patient got the low programmer battery informational screen when they tried to activate program 1, so they bypassed it and changed to program 1 and increased to 0.6v and confirmed it was comfortable. The patient noted they changed the batteries 2-3 weeks ago and asked if that was normal. It was reviewed to change the batteries soon. The patient was redirected to their healthcare provider if the symptoms did not resolve. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) stated they did not know the cause, when asked to clarify if the cause of the program change was the programmer getting bumped in their purse. The patient noted the programmer low battery screen was resolved though battery replacement. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.